Manufacturer narrative:
The patient experienced an adverse event with the same device model number on an additional date. The event on (B)(6) 2023 is documented in MFR report #3003464075-2023-00093. A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.

Event description:
A report was received on 03 oct 2023 from the health care professional (hcp) of a patient of unspecified pathology, who stated the patient experienced itching and shortness of breath during a hemodialysis treatment on (B)(6) 2023. Treatment was ended and symptoms resolved within a few minutes. Additional information was received on 06 oct 2023 from the hcp who gave no indication of additional symptoms or medical intervention being required. Following the event the patient will continue to treat using the nxstage system.